Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that the device reported an error with a cross in the upper right corner, charging cannot be completed. The external paddle handle bracket was rusty and had poor contact, therefore, the operation test failed. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The device was evaluated by a philips asp. The reported issue was observed by the asp. Because the device was out of warranty, a third party repaired the device for the customer. It is not known how the third party repaired the issue nor if any parts were replaced, however, the device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was confirmed. It has been concluded that no further action is required at this time.